Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 was hard to open. A field service engineer (fse) powered off pyxis, removed the drawer, found a pen stock in the rails and put it back in full height drawer and it was working perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. Customer recovered the station anes-or, but the drawer continued to fail and made noises when opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.